Event description:
On (B)(6) 2009, the pt reported that the display of his infusion device was missing characters and had black spots on it. The black spots were still visible on the display after the battery was removed from the infusion device. The infusion device was not dropped or exposed to water or extreme temperatures. The pt stated that he will switch to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.